Event description:
Catheter was placed in pt on 6/21/96. On 10/23/96, catheter was accessed. It flushed with some resistance. Pt felt a "pop" under the skin like an elastic band. A chest x-ray was done and a kink detected. A nuclear medicaine dye study was performed and showed a positive leak. The catheter was removed on 10/25/96.